Manufacturer narrative:
A full investigation in currently in process as the actual device was returned to the richard wolf (B)(4) facility on 10/22/2014. Missing/additional information has been requested. No information to report as of 11/18/2014. Richard wolf considers this matter opened. When additional information is received, we will provide FDA follow-up.

Event description:
The monopolar knife in question was sent in for repair. Richard wolf medical instruments (B)(4) was then notified, by one of our distributor, that the distal tip came off during surgery. Tip did not fall into patient but remained inside of the sleeve used in conjunction with knife. No injury to patient or any other personnel was reported.